Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an error code appeared on the display of the programmer upon startup. Power cycling the programmer failed to remedy the issue. The same issue was reported approximately two weeks later. Troubleshooting steps were taken to no avail. It was recommended that the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.